Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported does not recognize when door is opened which was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log identified evidence that the device did not recognize when the door was opened which was reproduced. The reported condition was verified. Visual inspection determined the cause to be a depressed upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize when the door was opened. There was no known patient injury or medical intervention associated with this event. No additional information is available.